Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification, pre-dilatation was performed. A 2.5x38 mm rx xience xpedition stent delivery system (sds) was advanced; however, the sds could not cross the lesion due to the patients anatomy. After multiple unsuccessful attempts were made to cross the lesion, the proximal shaft of the sds was noted to be separated outside of the patient anatomy. The sds was simply withdrawn from the patient anatomy and another same size xience xpedition sds was used to ultimately treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.